Manufacturer narrative:
Title failure to obtain microbiological culture and its consequence in a mesh-related infection source bmj case rep, 2013 (1-3). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a (B)(6) patient had acute cholecystitis, gallstone pancreatitis and cholangitis. Which lead to her having percutaneous biliary drainage followed by an open cholecystectomy procedures. Four months post-operative of the aid surgeries the patient had developed an incisional hernia which was addressed with subsequent laparoscopic repair using a composite mesh. Patient was presented in the emergency room with signs of abscess with surrounding cellulitis of the abdomen a year after the hernia repair. The mesh was removed and patient was implanted with a biological mesh and was provided with antibiotics tailored to the offending pathogen identified postoperative culture of the infected mesh.